Manufacturer narrative:
The device was received fully deployed. The pod data shows the device completed first and second priming before being deactivated. The needle mechanism was reset and redeployed without any issues. The investigation of the device found score marks on the underside of the top housing which indicate interaction between the linkage assembly and the top housing caused by a misaligned linkage assembly. The user reported that the needle remained exposed after completing second prime. However, as the needle mechanism was received fully deployed and it could not be confirmed that the device failed to deploy properly. Therefore, it could not be conclusively determined that the misaligned linkage assembly caused the reported needle mechanism failure.

Manufacturer narrative:
The device has been returned/received and a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, when the pod was activated, the needle deployed as expected and the pink slide did move forward into the viewing window however, the pod didn¿t ¿make the sound it usually does¿ causing the patient to remove the pod. Upon removal, the patient noted that the needle had a delayed retraction, indicating a possible needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.